Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, a picture from the field showed the device in a cobra-like deformation outside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, an amplatzer septal occluder (aso) was chosen for implantation. A 30mm aso was attempted to be implanted but deformed into a cobra shape. A replacement 32mm aso was then attempted but also deformed into a cobra shape. The procedure was aborted. There were no reported patient consequences.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.